Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic band ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the rubber bands were observed to be stuck in the cup, resulting in an inability to deploy despite multiple attempts. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (initial reporter address): the reported health care facility's address is extension of (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.